Manufacturer narrative:
The customer¿s report that the alaris pump infusion was in two pieces was confirmed as received. One opened and unused primary set model 10933805 lot 19076965 in its original packaging pouch. During visual inspection it was observed that the silicone segment was separated from the lower fitment at the pump segment. The ring retainer was not received with the set and a ring retainer indentation was not observed around the end of the silicone pump tubing where the separation occurred. Closer inspection under a lab microscope observed no indication of damage or tool marks on the pump segment. Functional testing could not be performed due to the set's separation and obvious leaking that would occur due to the separation. The silicone pump tubing was found to be within measurement specification. The root cause of the primary set silicone segment separation was due to the set's retainer ring not assembled onto the set during manufacturing assembly process.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris pump infusion set removed from packaging and noted to be in two pieces." An incomplete date of event of (B)(6) 2019 was provided. It was reported that there was no delay in patient therapy.